Manufacturer narrative:
(B)(4).

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that patient was no longer seen by them since 2010 and were unaware of the patient¿s issue. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was still having concerns with their device or therapy but had not sought further help.

Event description:
It was reported, the patient's device was removed due to "legal problems" and "not being able to program" the device. No other details were reported. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID, 3778-45 lot# serial# (B)(4), product type lead product ID, 3778-45 lot# serial# (B)(4), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).